Event description:
The endo ta stapler was on the sterile field with the white felt attached to the load when the stapler was handed to the surgeon. The felt had evidence of staples on it as if it were fired. The stapler was then put to the side and saved. A new stapler was opened and used without incident. The defective stapler was saved and will be sent to biomed for investigation.